Event description:
The customer stated that the insulin pump had a blank display. Troubleshooting was performed and the display returned, but the buttons were not responding. Nothing further was reported.

Manufacturer narrative:
The insulin pump had missing segments followed by a blank display. The problem was isolated to the liquid crystal display.